Event description:
It was reported to covidien on (B)(4) 2014 that a customer has an issue with a dialysis catheter. The customer states that there was a crack at the junction of the cvc venous branch and the blue plastic tip. Air and fluid leaked upon closure of the venous branch. Please note that during the dialysis treatment, the venous branch was clamped because the venous tubing was connected to the venous side of the fistula. Only the arterial side of the cvc was used. The venous line was clamped with 2 clamps. The cvc was removed on (B)(6) 2014.

Manufacturer narrative:
The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. After visual inspection, a rupture on venous extension could be appreciated below the adapter. During underwater test (functional test), bubbles were detected coming out from the lumen which corresponds to the venous extension. This defect has been confirmed. Based on the available information, the most probable root cause can be considered as misuse (inappropriate clamping). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing. Qa performs an in-process inspection at the final stage of production and which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.